Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00064. It was reported the patient experienced ineffective stimulation with the drg system. During the surgery on (B)(6) 2023 to explant the system the physician was unable to explant the s1 lead due to scar tissue. Surgical intervention may take place at a later date to explant the s1 lead. The scs system that was implanted is providing effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.